Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® serum blood collection tube there was no label or missing label information. The following information was provided by the initial reporter: translated to english. The customer stated: "before use, there was no label found on the device."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-03-15. H6: investigation summary: bd received 1 sample and 1 photo for investigation of material # 367812, batch # 0100893. The photo and customer sample were reviewed and the indicated failure mode for missing label on the tube with the incident lot was observed. Additionally, 72 retention samples from bd inventory, were evaluated by visual examination and the issue of missing label on the tube was not observed. Seventy-two (72) out of 72 retention samples had labels on the tubes. Bd determined that the root cause of the indicated failure mode was attributed to inadequately purging of the manufacturing line during either a label roll change or an equipment adjustment. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. H3 other text: see h10.

Event description:
It was reported when using the bd vacutainer® serum blood collection tube there was no label or missing label information. The following information was provided by the initial reporter: translated to english. The customer stated: "before use, there was no label found on the device."